Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unk - "detailed info will follow." Additional information received by email on (B)(6) from applied medical team member: the cord/bag was ripped during procedure. Details I asked the customer. Intervention: "unknown". Patient status - "unknown".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The tissue bag was detached from the deployment mechanism and the cord appeared to be frayed on both ends. Upon visual inspection, engineering confirmed that the bag was not ripped, as was previously reported by the customer. Applied medical reached out to the customer for additional information, but none was provided. The likely root cause of the cord breakage is due to interaction between the cord loop and the inner edge of the deployment tube. Cord interaction with the inner edge of the tube can compromise the strength of the cord and lead to breakage. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.